Event description:
It was reported by the surgeon, the valve was explanted because the patient had recurrent, persistent endocarditis and there was nothing wrong with the valve. It was replaced with another 21 mm sjm epic valve (model esp100-21-00, (B) (4)).